Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check. Visually inspected the pump. Customer's reported problem was confirmed. Pump was found to be double beeping with no cassette issue after power up when batteries are inserted. The root cause of the reported issue is unknown. However, the downstream sensor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with no cassette. No patient was involved in this event. No adverse effects were reported.